Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a clear retainer ring keeps on popping off. The customer stated that the reservoir does not lock into place. Customer stated that insulin pump was not dropped or bumped. Customer stated that it was unknown how damaged occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer noted. Device received with serial number label fading, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. (B)(4).